Manufacturer narrative:
The baxter technician found the auxillary power cord needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the auxillary power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that the versacare frame had an issue, auxiliary power cord cut, copper wire exposed. There was no patient/user injury, medical intervention, symptom, or adverse event reported.